Manufacturer narrative:
Patient demographics such as age, date of birth, gender and weight were not provided. The beckman coulter field service engineer (fse) evaluated the instrument and determined that the transducer voltage was out of specification. Out of specification transducer voltage could result in compromised reagent pack mixing capability which can impact patient results. The fse properly adjusted transducer voltage to correct the issue. The cause of the non-reproducible access accutni+3 and access ferritin results is an out of specification transducer voltage. (B)(4). All mdrs associated with this report are: 2122870-2016-00041; 2122870-2016-00056.

Event description:
The customer reported that non- reproducible troponin I (access accutni+3) results had been generated for two patients on (B)(6) 2016 and a non-reproducible ferritin (access ferritin) result had been generated for one patient on (B)(6) 2016 on the laboratory's access 2 immunoassay system portion to the unicel dxc 600i synchron access clinical system (serial number (B)(4)). There was no report of patient injury or change in patient treatment associated with this event. Calibration and system checks were within system and assay specifications. Access accutni+3 low level quality control (qc) was reported as erratic and imprecise. This report addresses the non-reproducible access ferritin result obtained on (B)(6) 2016. MDR 2122870-2016-00056 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2016. A beckman coulter fse (field service engineer) was dispatched to assess the analyzer.